Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: we received performance data collected from the device and have analyzed the data. The device was pre/approaching elective replacement indicator (eri). (B)(4). Concomitant medical products: 6949 implantable tachy lead: (B)(6) 2005. 4194 implantable pacing lead: (B)(6) 2005.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the device had possible shortened longevity and the physician expected it to last longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.